Event description:
A fiber leak was noted immediately after the initiatioin of dialysis treatment. The leak was identified by visual observation and by the leak detector. The user facility reported that 9 similar fiber leaks involving the same type of dialyzer were observed subsequently. These occurrences were all reported to the manufacturer at one time with limited event specific information. In each case, the dialyzers were discrded and the treatments were successfully completed using another dialyzer. The blood loss for each patient due to change out of dialyzer circuit was reported to be approximately 200-cc. The involved patients are reported to be fine and did not require any medical intervention.